Event description:
FDA medwatch complaint form was received for MDR report #: mw5146569 reporting that patient had a removal and replacement of vns. Patient's generator was sent to directly to the FDA with no allegation/complaints alleged. Surgical history consisted of the patient undergoing an unrelated surgery (in germany) to remove shrapnel from their body after being hit with an ied. After this surgery, the patient began to experience seizures. There is no indication that the explant was performed as intervention for the increased seizures. The explanted device has not been received to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.